Manufacturer narrative:
H3. Device was disposed of by the hosp. No conclusion can be drawn.

Event description:
Right hemocolectomy. Ralc45 dlu was fired and under-formed staples were noticed. Manual sutures were placed to complet the case without further incident.